Event description:
Irritation - vagina [vulvovaginal discomfort]. Irritation - tampon [medical device site irritation]. Tampons came apart [device breakage]. Tampons smashed, looked like wet cotton [device physical property issue]. Case description: consumer reported via social media that tampons came apart as soon as she removed them from the container. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.